Manufacturer narrative:
Based on available information this product is suspected to be a non-genuine oral-b product. Return of product has been requested. Product and production code / lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Head of brush head suddenly broke off the brush/ was able to spit out the small pin [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that while she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown, the head of the oral-b flexisoft brushhead suddenly broke off the brush. She stated that she was able to spit out the small pin. She noted that she had a toothbrush with a pressure sensor. No symptoms developed. Relevant history: none reported. No further information was provided.